Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was noticed approximately twenty minutes into the treatment, when blood was seen leaking onto the machine. The leak was coming from the heparin line pigtail where the bloodline enters the blood pump. There were no alarms from the machine. There was no damage or defect noted on the combiset (near the leak location or elsewhere). The cm confirmed there was no leaking during the prime. When staff first noticed the leak, they tried clamping off the tubing to stop it, however the leaking continued. The patient¿s treatment was interrupted to re-setup with new supplies. The cm stated they returned the patient's blood. Estimated blood loss (ebl) from the leak was about 10 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after the machine was re-setup. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was not in its original packaging. As the sample was being disinfected and prepared for analysis, a leak was found in the red ¿t¿ connector assembled to the heparin line. During visual inspection under a microscope, the heparin line detached from the red ¿t¿ connector. Further visual inspection of the red ¿t¿ connector port was performed. Solvent residue was observed both on the connector and on the line. On the line, it was observed that the solvent had not been applied uniformly, creating dry channels. A dimensional test was performed on the returned sample to verify whether the affected components were within specification. The test results confirmed that the dimensions of the red ¿t¿ connector and the heparin line complied with the required specifications. No other problems or abnormalities were identified during the evaluation. There are several potential causes for this kind of failure. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was noticed approximately twenty minutes into the treatment, when blood was seen leaking onto the machine. The leak was coming from the heparin line pigtail where the bloodline enters the blood pump. There were no alarms from the machine. There was no damage or defect noted on the combiset (near the leak location or elsewhere). The cm confirmed there was no leaking during the prime. When staff first noticed the leak, they tried clamping off the tubing to stop it, however the leaking continued. The patient¿s treatment was interrupted to re-setup with new supplies. The cm stated they returned the patient's blood. Estimated blood loss (ebl) from the leak was about 10 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after the machine was re-setup. The sample was confirmed to be available to be returned for manufacturer evaluation.